Manufacturer narrative:
In initial report, date of this report was not entered as it should have been 9/8/2015. This follow up has the correct date. All pertinent information to abbott has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with small lint fiber under right eye edge of the flap one (1) day post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. It was reported that secondary surgical intervention was required to removed the foreign body. Bcva from (B)(6) 2015: right eye pre-op 20/20 -3.25 x -.75 x 155; left eye pre-op 20/20 -3.00 x -.75 x 25.